Event description:
It was reported to st. Jude medical that the ICD was explanted when the battery reached "eri" after being implanted 28 months. No diagnostics or device charge history were available to determine if this behaivor is normal.